Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four photographs of the device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned photographs. The spiked trocars were received. Each circular seals were intact. Each envelope seals were intact. The flanges of the anchors were skewed and broken on each device. It was observed that upon rotation of the actuator knob, fingers that are not yet broken are twisted and plastic tube rotates inside the unit along with the actuator knob. The investigation determined that the reported condition was caused by an assembly error. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the damaged flanges. Subsequently, the complaint data did display an increased trend. A manufacturing enhancement has been generated to address the assembly error. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned devices. The spiked trocar was received. The circular seal was intact. The envelope seal was intact. Visual examination of each devices noted the anchor tabs were broken. The investigation has concluded that the anchor tabs will not break when the device is used in accordance with the instructions for use. However, the anchor tabs have been noted to break if the user attempts to insert or remove the port with the anchor tabs in the open or partially open position. As a preventive measure to decrease the incidence of the tabs breaking if the user exposed the device to penetration and fixation forces with the anchor tabs inappropriately in the open position, the method of sterilization for this device was changed from gamma radiation to an ethylene oxide process. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture the file will be closed a user error. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: tep totally extraperitoneal. According to the reporter: on (B)(6) of june at approximately 2pm, the surgeon completed a tep hernia repair using laparoscopic progrip. At the end of the case, the surgeon attempted to remove the 2x 5mm pediports. The first port came out fine with the deployment of the fixation flange but the second port didn't deploy and the port was pulled out without the flanges being flat against the tube. As a result, 3 of the fixation flanges broke and were still insitu in the patient. This was instantly recognized by both the surgeon and the scrub nurse and all pieces of the device that could be seen were removed by the surgeon before closing the patient. On closer inspection by the scrub nurse it became apparent that not all pieces had been retrieved. The surgeon was asked what he would like to do as the patient was now awake and in the recovery room. The surgeon asked for the product to be kept and he was going to show the patient, then make a decision as to next steps. This incident added 10 minutes of extra operating time to the procedure but no extra blood loss or tissue loss was seen. We are unable to match the exact lot number to the port that was affected as both ports have different lot numbers. Hospital has documented the incident on its incident form and theatre manager was informed of situation. As the port was taken by the surgeon it was not retained for removal by covidien. Only photographic evidence is available. Will continue to follow up with both hospital and surgeon on next steps in relation to the patient. Further notes: I have just followed up with the surgeon. Once the patient was awake, the surgeon showed him the pediport and together they decided that the patient was not going to be reoperated for the purposes of retrieving any remaining pieces of the product. Unfortunately, the subject pediport was not kept but was disposed of by the hospital. Account is unsure of which port failed as you require two ports for lap hernia repair and both had different lot numbers. The hospital filled in an incident form and the theatre manager was informed of the incident. The patient is "fine" and went home the next day post-surgery.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four photographs of a device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned photographs. The photographs show the flanges of the anchor were skewed and broken on the instrument. Functional testing could not be performed as no physical device was received. The investigation revealed that the reported condition could not have originated during or prior to the sima assembly process. All 5.5mm short secondary port products are submitted to 100% visual and functional tests where the failure mode reported can be detected. However, further evaluation determined that if the units are exposed to higher limits of gamma irradiation this could influence with the weakness of the anchor tabs and during the use of the devices, they eventually could cede and break. Subsequently, the complaint data did display an increased trend. A manufacturing enhancement has been generated to address the higher limits of gamma irradiation. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.